Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Event description:
During an unknown orthopedic procedure, the small battery drive would start and then stop. The device was tested with a different battery but still would not work properly. It is reported procedure was not delayed, there were no injuries to the patient and the procedure was completed using the same device. No additional information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the customer's complaint that this device was working intermittently was confirmed. A functional assessment was performed which confirmed that the motor is damaged. This is due to normal wear over time.

Manufacturer narrative:
Blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
The procedure was completed successfully by using different power tool. This is report 1 of 1 for (B)(4).